Event description:
Health care professional reports 2 blood leaks into the dialysate noted near onset of pt treatment. Health care professional reports dialyzers reused 4-25 times. Health care professional reports no pt injury.